Manufacturer narrative:
Additional information has been provided in d3. Corrected information has been provided in d4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient presenting with cardiomyopathy, with a history of coronary artery disease and renal insufficiency. During setup, the automated impella controller (aic) displayed a ¿purge cassette not detected¿ error. Troubleshooting was performed, including removal and replacement of the purge cassette, which temporarily resolved the issue. When the white plug was connected, the purge cassette error reappeared. Out of an abundance of caution, the clinical team exchanged the controller. The account has requested maintenance for the controller involved. The reported events are failure to detect the purge cassette, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and full support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up report is being submitted to update and correct b2 and h6 codes for new information that was received on february, 2025, and for investigation conclusions. B2 is being updated to include death and date of death. H1: type of reportable event corrected to death. H6 health effect ¿ clinical code f12 (serious injury/illness/impairment) was reassessed and determined to be not applicable based on new information received. The code has been corrected to f02 (death). H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ppae (stroke): the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient presenting with cardiomyopathy, scai shock stage d, with a history of coronary artery disease and renal insufficiency. During setup, the automated impella controller (aic) displayed a ¿purge cassette not detected¿ error. Troubleshooting was performed, including removal and replacement of the purge cassette, which temporarily resolved the issue; however, when the white plug was connected, the error reappeared. Out of caution, the clinical team exchanged the controller, and the account requested maintenance for the unit involved. During rounding, the rn reported the patient was having a suspected cerebrovascular accident (cva). A CT head was performed, but radiology interpretation was still pending. Care was subsequently withdrawn, and the patient expired. The reported events include failure to detect the purge cassette, device revision or replacement, hemodynamic instability, stroke and death. The reported stroke is more plausibly attributed to the patient¿s underlying critical condition, including advanced cardiogenic shock and comorbid illness. The death will be conservatively reported to the impella 5.5; however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage d.

Manufacturer narrative:
B2 revised selection as it was reported incorrectly on the initial report that was submitted. B3 revised as the date was incorrect on the initial report that was submitted. B5 revised clinical rationale was added. B7 added information that was omitted from the initial report that was submitted. D6b explant date was received and added. G.3 date was reported incorrectly on the initial report that was submitted. The correct date was added. H10 this is one of three related reports. This report represents the impella 5.5 and other reports were submitted to represent the automated impella controller and the purge cassette. Related report numbers were added.